Event description:
Device malfunction: posterior cuff miss. Time of malfunction: during vessel closure. Symptoms/se: failure to achieve hemostasis. It was reported that a physician in training in the use of the proglide device, attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, a posterior cuff miss occurred. The device was successfully removed from the pt anatomy. Hemostasis was achieved using an angioseal. There were no reported pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.